Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic caught in the cartridge and tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.